Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the product mandrel was inserted and the bitube was over the balloon. A complete separation of the hypotube was noted 29cm from the manifold. The distal section of the device measured 119 cm from tip to separation. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. There was no evidence that the fracture is attributable to any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, a shaft break occurred. While preparing the 12mm x 2.0mm maverick 2 balloon catheter for use, it was noted that the device was broken approximately "9 inches from the end". The device was not used. The procedure was completed successfully with another of the same device. As the device did not come into contact with the patient, no patient complications were reported.

Event description:
It was reported that during preparation for an unspecified treatment procedure, a shaft break occurred. While preparing the 12mm x 2.0mm maverick 2 balloon catheter for use, it was noted that the device was broken approximately "9 inches from the end". The device was not used. The procedure was completed successfully with another of the same device. As the device did not come into contact with the patient, no patient complications were reported.